Event description:
Post a coronary drug eluting stenting treatment procedure a rash developed a taxus express2 3.0x28mm stent was placed and a few days later the pt developed a widespread urticarial rash. The pt has been on aspirin and clopidogrel. The urticarial rash has remianed a continuing problem since device implant and even now 7 months after stent implant is still requiring multiple antihistamines to control it.